Event description:
(B)(4) clinical study. It was reported that post coronary stenting treatment procedure, in-stent restenosis and chest pain occurred. In (B)(6) 2012, the subject presented with left-sided chest pain. Nuclear stress test was abnormal which revealed perfusion abnormality, inferiorly and apically. In (B)(6) 2012, the subject was referred for cardiac catheterization which revealed an 80% stenosed de novo lesion located in the 2nd obtuse marginal (om). The lesion was 12 mm long with a reference vessel diameter of 2.75 mm and treated with direct stent placement using a 2.75 x 16 mm (B)(4) stent with 0% residual stenosis. The subject was discharged on aspirin and prasugrel, the following day. In (B)(6) 2012, the subject presented with ischemic cardiac chest pain and was hospitalized the same day. Cardiac catheterization was recommended which revealed a 50% stenosed, non-target lesion in the mid left anterior descending (lad) artery. The stenosis was treated with placement of 3.0 x 16 mm non-bsc stent. Following post- dilatation there was no residual stenosis. In addition, the 2nd om was completely occluded "appears to have a previously deployed stent, there is no evidence of significant flow in this artery". No intervention was performed in the om. The event was considered resolved without residual effects and subject was discharged the following day. At the time of event, the subject was not on dual anti-platelet medication. Aspirin and study drug were discontinued (B)(4) 2012.

Manufacturer narrative:
Device is a combination device. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).